Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1700064 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy the user was not able to ligate the clips because they were too hard to close. Therefore, a new unit was used. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with 3 clips in it and 3 loose clips were also returned. The clip cartridge and loose clips were visually examined with and without magnification. Visual examination revealed that one of the loose clips was broken at the inner hinge, another loose clip was returned closed with no issues, and the other loose clip was returned open with no issues observed. The observed damage to the broken clip is consistent with hyperextending the clip or with using damaged appliers. The appliers were not returned. The clips in the cartridge appear to be fully intact. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The loose clip that was returned open with no issues was manually loaded into the jaws of the applier. The clip was then successfully applied to true-max tubing. Next, the three clips remaining in the cartridge were all able to properly load into the jaws of the applier and were successfully applied to true-max tubing. The loose clip with the broken inner hinge was also tested. The clip was able to properly load and was successfully applied to true-max tubing. The inner hinge breaking should not prevent the clip from properly closing around a vessel. No problems were found with the clips that were still intact. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "unable to ligate" was not confirmed based upon the sample received. However, a defect was confirmed since one clip was returned broken at the inner hinge. One cartridge was returned with three clips remaining in it. Additionally, three loose clips were returned. Two of the loose clips appeared to be in good condition, but the other loose clip was found to be broken at the inner hinge. The damage to the inner hinge, however, would not prevent the clip from properly ligating. Upon functional inspection, the remaining clips, including the clip with the broken inner hinge, were all able to properly load into the jaws of a lab inventory applier and were successfully applied to true-max tubing. The observed damage to the loose clip is consistent with hyperextending the clip or using a damaged applier. Although the reported defect was not confirmed since all of the tested clips were able to properly ligate, a defect was confirmed since a clip was returned with its inner hinge broken. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that during a cholecystectomy the user was not able to ligate the clips because they were too hard to close. Therefore, a new unit was used. There was no patient injury.